Event description:
Boston scientific received information that this implantable lead displayed a loss of capture. The lead was determined to have dislodged. The patient was to be seen in the near future to address the lead status. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.